Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using humalog u500 insulin with the pump. Tandem customer technical support informed customer that u500 insulin is off-label per the user guide reportedly, customer changed the cartridge to address the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 300 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged load fill tubing issue could not be verified.